Event description:
Pt advised she has had multiple defective adapters that haven't clicked onto the vial and have caused leaking and wasting of cassettes. Pt wanted to know if this was something we had noticed with patients recently. Not something we have noticed, but we will ship pt new monthly supply and if this continues, asked pt to notify us, so we can look into it further and have cnss reach out to possibly visit and see what may be going on. No missed doses or adverse event reported. Unknown if product on hand for return. No other information known. Product does not have a lot number. Reported to (B)(6) by pt/caregiver.